Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "dr. C. Reported a hematoma from the procedure this morning. Patients had other complications such as abdominal pain and burning. Other co-morbidities and had to be resuscitated. Patient is stable and monitoring his progress". Additional information received states that no medical intervention was required to treat the hematoma. No patient harm or injury. The patient status is reported as "fine".